Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months after the date of implant.

Event description:
It was reported that the ipg was not helping with the patients pain relief. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.